Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was indicated the right ventricular (rv) lead exhibited undefined high pacing impedance and no capture. A fracture of the rv lead tip electrode was confirmed. The rv lead was explanted. After removal of the lead the patient¿s blood pressure dropped. The surgeon decided to open up the patient¿s chest and place them on bypass. It was found that the entire superior vena cava (svc) was torn and interventions were unsuccessful in saving the patient.